Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2017, intra-op, the surgeon set current adjustable stop at 15 mm but it seemed to drill deeper and/or instrument did not set. The issue arose with the drill stop piece and not the drill bit. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.